Event description:
The customer reported that he "lost monitoring for 5 mins." No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.